Event description:
A customer reported that during a patient procedure, using a glidescope titanium smart cable, the image cuts in and out when the cable is moved. No delay in the procedure, use of a backup device, or harm to the patient was reported.

Manufacturer narrative:
The customer declined the option to have their glidescope titanium smart cable returned to verathon for evaluation. Since the device was not returned to verathon for evaluation, the cause could not be determined. Review of complaint history for the reported glidescope titanium smart cable serial number "(B)(6)" did not identify any previous complaints reported to verathon. Trending analysis for the glidescope titanium smart cable does not identify any trends exceeding acceptable limits. Review of the system risk assessment confirmed that the risk associated with the hazardous scenario has been adequately captured and characterized by verathon. Corrective action is currently not required at this time. Verathon will continue to monitor for any ongoing trends.